Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture. An explant was attempted but unsuccessful because the lead was broken at the cs, so the lead left inactivated. The lead was partially explanted at a later date. No patient complications have been reported as a result of this event.